Event description:
It was reported that during a routine clinic visit episodes of non-sustained rv oversensing due to t-wave oversensing were observed. Programming changes were made. The patient was stable.